Manufacturer narrative:
Additional information received from the physician confirmed the event of capsular contractor baker grade ii, which is no longer reportable.

Event description:
Patient reported right side, "pain", "capsular contracture and it seems the implant is broken". Device remains implanted. Patient reported capsular contracture was baker grade ii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, rupture.

Event description:
Patient reported right side, "pain", "capsular contracture grade unknown" and "linear hyperintensities could be related to intracapsular rupture". Device remains implanted.